Event description:
It was reported that at a subcutaneous implantable cardioverter defibrillator (s-ICD) device explant procedure, the new replacement device was connected to this in situ s-ICD electrode. When the physician performed defibrillation threshold testing (dft), the new device delivered a 65 joule shock and there was non-conversion, requiring an external shock to convert the patient back to normal sinus rhythm. The physician noted the shock impedance of the system was low and out-of-range at 1 ohm. An insulation defect was observed. It was suspected the electrode conductor had fractured due to potential internal abrasion, which may have resulted in a short circuit at the time of the dft. The physician surgically explanted and replaced this electrode. Due to potential damage, the newly implanted s-ICD device was also explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. Both products are expected to be returned for analysis.